Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported error. The failure was traced back to a clamp board which was replaced. The problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder. There was no patient involvement.